Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the angle wire play, the ccd driver pcb corroded, the lg cable connector corroded, the remote control buttons cut, the u/d lock lever improper adjustment, the u/d lock lever hard to move, the operation channel resistance, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).